Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reported she received calibration errors on her insulin pump. Customer's blood glucose at the time of the error was 396 mg/dl. She treated with the insulin pump, but later discovered that the infusion set had fallen out and she did not receive the insulin. Her current blood glucose is 573 mg/dl. She changed out her infusion set and treated with the device. After about half an hour, customer's blood glucose was 542 mg/dl. She was advised to monitor her blood glucose and to treat accordingly. Customer was advised of proper sensor insertion and calibration methods. Nothing further reported.